Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump screen was cracked and the device was making an abnormal clicking noise. It was also stated the battery compartment appeared to be burnt through the outside of the pump. Customer's blood glucose was 128 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump passed the off no power test, self test, reset error test, displacement test, rewind, basic occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. A noisy motor was noted due to a faulty motor. The insulin pump was received with a stained end cap sticker, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No burn marks were noted.